Event description:
It was reported patient presented in clinic. The patient's right ventricular (rv) lead exhibited high capture thresholds and was discovered to be dislodged. The rv lead was explanted and replaced. Patient was stable.